Event description:
It was reported that the patient switched to the back-up controller which had a controller fault alarm. Controller was replaced on (B)(6)2020. During the product evaluation it was determined that there was a incorrect insertion of modular cable in to the controller. No further or additional information was provided. The system controller was reported under the manufacturer reference number 2916596-2020-02719.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported event of a 180-degree driveline connection error was confirmed via log file review and product testing of the returned and associated hm3 system controller (serial #: (B)(4)). The modular cable (lot number: 194645) was not returned for analysis; however, a log file was downloaded from the system controller spanning approximately 2 years ((B)(6) 2017- (B)(6) 2020 per timestamp). Beginning on (B)(6) 2020 at 20:44:19 there was an abnormal controller reset along with multiple controller internal fault alarms that continued until the end of the log file. These events occurred when the driveline was disconnected. Inspection of the driveline connection socket of the system controller showed a small burn, which is indicative of a 180-degree driveline connection error. The root cause of the 180-degree driveline connection error was conclusively determined to be improper connection of the driveline cable. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient switched to the back-up controller which had a controller fault alarm. Controller was replaced on (B)(6) 2020. During the product evaluation it was determined that there was a incorrect insertion of modular cable in to the controller. No further or additional information was provided. The system controller was reported under the manufacturer reference number 2916596-2020-02309.